Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 79 mg/dl. The customer stated that the buttons were unresponsive leading up to the button error alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. It was later mentioned via social media that the insulin pump had died and would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to corroded keypad traces. The device had minor scratched display window, cracked case at display window corners, broken reservoir tube lip, and missing end cap sticker.